Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery calibration shows above 80% but the mrx still says calibration is required. There was no adverse patient impact reported.